Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue.

Event description:
Customer complains of "lo"results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-100mg/dl fasting. Verified test strips expire 5/25/2018. Test strips storage and opened vial date was not disclosed. Reviewed meter memory: (B)(6). Customers concern: 34mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-100mg/dl fasting. Verified test strips expire 5/25/2018. Test strips storage and opened vial date was not disclosed. Reviewed meter memory: (B)(4). Customers concern: 34mg/dl. No adverse event reported.